Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored atrial and ventricular episodes. Upon review, the ventricular episode showed that the patient was in atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered inappropriate bursts of anti-tachycardia pacing (atp) and shocks in an attempt to convert the arrhythmia. The device was unable to convert the rhythm. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.